Manufacturer narrative:
The product is expected to be returned for analysis but has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported to the edwards lifesciences representative that weird values were displayed after placing a model 777f8 swan ganz catheter in the or. The swan was replaced in the ICU, and the new values displayed on the hemosphere monitor were more reflective of normal parameters. The specific values for both the weird and the normal readings were not provided for context. There was no allegation of patient injury. The lot number of the suspect catheter was unknown. The catheter was available for return.

Manufacturer narrative:
Report of weird values was unable to be confirmed. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.0 degrees c when submerged into a 37.0 degrees c water bath. Thermistor temperature reading accurate per hemosphere manual. The catheter ran cco in 37.0 degrees c water bath on hemosphere monitor for 5 minutes with no error. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of thermal filament circuit was measured 36.48 ohms which was in specification 37.26 plus or minus 3.64 ohms. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. Catheter passed in vitro calibration with lab cal cup and attenuation test. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage or inconsistency was observed from catheter body. All through lumens passed pressure test with lab dpt. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.